Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that user could not issue medications. A technical support specialist (tss) verified that the item assigned to bin 02-15 showed quantity on hand (qoh) was 6 in medbank myqlink (mql) and confirmed that all drawers were enabled in the populate buttons screen. After contacting the customer, the tss reviewed the patient profile and found the item listed with a validation code required status. The customer was attempting to use the request code checkbox instead of selecting the request rxverify codes button, so the tss guided customer by highlighting the correct button and providing a reference. Further the customer submitted the rxverify request correctly, and the customer confirmed receiving and approving the request in mql. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, user unable to issue hydromorphone 2mg tablet. User reported to pharmacy , unable to issue the item because it is unavailable at the cabinet, but there are 6 tabs assigned. There were no adverse events or injuries reported based on this event.